Event description:
It was reported that during a prostatectomy procedure, the clips were delivered crossed. The surgeon used another like device to complete case. There were no adverse consequences to the patient.